Event description:
It was reported that an extension set leaked from the tubing near the male luer lock. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is medical device report 1 of 10.

Manufacturer narrative:
(B)(4). This lot was manufactured between may 9, 2013 and may 10, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.